Event description:
Source called nellcor puritan bennett on 6/10/1998 to report the following problem: power switchover alarmed. Unit went from ac power into internal battery and then into external battery. Unit stopped cycling.